Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Revision operative report states during the revision, the following was found: a large fluid collection that was dark brown and turbid, moderate fretting and corrosion on the stem taper. **update** (B)(4) 2013. Litigation papers allege pain, permanent injury and elevated metal ion levels. **update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information and dob. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Revision operative report states during the revision, the following was found: a large fluid collection that was dark brown and turbid, moderate fretting and corrosion on the stem taper.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.